Manufacturer narrative:
Additional information was added to d4 expiration date (update the null value to n/a), d9, h3, h4, h6, and h11. H11: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed on the sample; a hole in the drip housing assembly was observed. The reported condition was verified. The cause of the condition was determined to be related to sealing process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type tur/bladder irrigation set leaked from bottom of the drip chamber. The issue was further described as, the tubing had a crack and the liquid is leaking from the plastic connection part. This occurred prior to patient use. There was no patient involvement. No additional information is available.